Event description:
It was reported that during an unknown procedure, there were malformed staples. With two successive staplers, the staples delivered on the neck stayed partially opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former the analysis results confirmed that devices (a) and (b) were received with insufficient cartridge welds. No functional test could be performed with the devices. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypass the anvil resulting in unformed staples. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During inspection of our loaner implants, it was found that there were two cages that have the marker-pin's hole not through the entire cage.